Event description:
A patient experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 147 mg/dl vs. 120 lab. Tests were done within 10 minutes with a difference of 23%. Patient did not experience any adverse events.